Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.197" x 0.578" was found to be broken off. The broken piece was returned. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. No thermal damage was observed. No damaged insulation on conduct wire. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, one of the parts of a fenestrated bipolar forceps instrument tip fell off. The fenestrated bipolar forceps instrument was new and had been used on unspecified fine tissue for about 10 minutes. Coagulation was being performed. There was no grasping of massive tissue. The fragment was removed immediately after the defect was detected during the same procedure. The procedure was completed robotically. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use and no damage was found. The surgical task that was being performed when the device fragment fell inside the patient was resection of the recto sigma. The surgeon has no idea what could have caused damage. The instrument was used for ten minutes, was new, and had not been used before. The surgeon did not use it to manipulate oversized objects. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument suddenly stopped holding tissue and a piece of the gripping surface of the instrument dropped off. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No collision or manipulation of stiff tissue occurred. The fragment fell inside the patient spontaneously at the moment the physician was holding a piece of tissue. The instrument was not removed during the procedure (prior to the breakage). The instrument was only inserted into the patient and handled for 10 minutes. Upon final removal of the instrument, the instrument's wrist was not straightened. However, the surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred or any other damage to the instrument after the event occurred. The fragment was retrieved with "laparoscopic coating." The inspection was done by looking and applying the fragment to the fracture surface, finding that it was a whole piece of fragment. No additional surgical procedure was required to remove the fragment. The surgery continued with the robotic system. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments, because of the surgeon's inspection. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not bee received. The cause of the customer reported failure mode cannot be determined. A review of the provided image was performed by an isi failure analysis engineer (fae). Per the fae, the grip looks broken at the base.